Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had experienced an insulin flow blocked alarm on the insulin pump. The customer¿s blood glucose was 430 mg/dl. Troubleshooting was performed and insulin exited without incident. It was found that the infusion set¿s cannula was bent. They changed the infusion set and treated the high blood glucose. The device will not be returned for analysis.